Event description:
It was reported, after this 27mm valve was implanted, it did not present good closure. Therefore, this valve was removed and replaced with a smaller 25 mm sjm valve(model: el-25a, medwatch report #3001743903-2009-00044), which lead to prolonged cardiopulmonary bypass time. Postoperatively, the patient suffered a post pump inflammatory response syndrome, followed by prolonged intubation and respiratory infection, which caused his death. Additional information has been requested.